Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have also reviewed the complaint history for this product line for this specific failure mode that had occurred in last 5 years. The current rate of occurrence is determined to be within our expected rate of occurrence and is in line with our risk documents. Please note that our manufacturing team conduct 100% inspection on each device to ensure there is no any leakage from the bushing-stopcock joint. The issue was detected during pre-use check. Device was not used in the patient.

Event description:
During pre-use check, saline started leaking from the stopcock joint of the internal carotid balloon.